Event description:
Spoke with pt who reported that she accidently dropped her back up ms3 pump on the floor yesterday. It kept on beeping and she had to take the battery out. After reinserting it, the screen was blank and would not display anything. No interruption in therapy or se reported. A replacement pump is being sent along with a return box to have pt return the malfunctioning pump back sn #(B)(4), (due 09/15/2017). Dose or amount: 40.75ng/kg/min. Frequency: q 48 hours. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.